Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt was revised due to a fractured right side hip stem.

Manufacturer narrative:
Examination of the submitted sample confirmed the fracture. Review of manufacturing records identified no anomalies. The investigation could not draw any conclusions about the fracture; however, lack of support in the proximal/lateral 1/2 of prosthesis may have lead to additional stress at the base of the taper and may be a contributing factor. Based on the investingation findings, the need for corrective action is not indicated.